Event description:
As a sigmoidoscopy was being done, the rigid plastic tip of the disposable rectoscope tube came off in the pt. The pt was able to pass the plastic piece out rectally. No ill effects were reported concerning the pt.